Manufacturer narrative:
Journal title: stump length changes after endovenous cyanoacrylate closure or radiofrequency ablation for saphenous vein incompetence the korean society for vascular surgery vasc specialist int 2021;37(1):14-21 ¿ https://doi.org/10.5758/vsi.210006. If information is provided in the future, a supplemental report will be issued.

Event description:
Seventy-one patients were involved in a retrospective study in the treatment of incompetent saphenous vein. The aim of the study was to analyze the changes in stump length over time. The patients were divided into two treatment groups - cyanoacrylate closure (cac) and radiofrequency ablation (rfa). Venaseal occluding device was used in the cac groups and closurefast ablation device used in the rfa group. The great saphenous vein (gsv), short saphenous vein (ssv) and perforator veins were the veins treated. A total of ninety-seven veins (64 gsvs and 33 ssvs) were analyzed in the study. The clinical outcomes reported are recanalization of treated veins, ecchymosis, phlebitis like reaction and egit 2 (thrombus).